Event description:
It was reported that the paramedics were called two times to assist a customer at home for low blood glucose. Caller stated that the blood glucose reading was unknown. Caller stated that the blood glucose was extremely low when paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.